Event description:
It was reported that during a procedure, the covering came off the tip while inside the pt. Allegedly, the pt vomited out the piece.

Manufacturer narrative:
Additional info will be provided once investigation is completed.